Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that the impella 5.5 had suction alarms that did not resolved with repositioning. On transesophageal echocardiogram 3d image noticed debris on inlet of impella. The impella was exchanged and the patient remained stable.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The data logs confirmed the failure mode & clinical narrative. Logs showed pump started and ran without issue for about 516 hours, flow suddenly dropped that triggered auto suction response & suction alarms. This event remained to the rest of the case. Pump was returned in damaged condition (missing pump plug). Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion. As the necessary information was not provided, the root cause of the thrombus was not determined e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26830 as it is unknown if the initial reporter also sent the report to the food and drug administration.